Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep repaired the bent pin at the lemo connector and recommends the replacement of same. The system was tested and found to be working as intended and put back in service.